Event description:
It was reported that the pump displayed error code 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. Review of the history log confirms the ec 322 reported symptom. Physical eval found that the upper latch switch was not fully seated to the fsr pcb. The separation allows movement of the upper latch switch, which can trigger an intermittent system error 322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper auxiliary components was replaced.